Event description:
Terumo medical received a user facility medwatch report (B)(4). The event description states that an aortogram and angioplasty of the left common iliac artery and external iliac artery with a 6 mm x 100 mm drug-coated balloon, and angioplasty of the common femoral artery and superficial femoral artery with a 6 mm x 6 cm drug-coated balloon and mynx was performed. The patient had a history of peripheral arterial disease and recent gangrene of bilateral lower extremities. The catheter broke into two (2) pieces inside the patient. The surgeon successfully retrieved both pieces without known injury. The patient was discharged the same day. The patient had a history of coronary heart disease. Additional information was received on 01 may 2024: the patient was stable and discharged the same day.